Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rewind anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well low blood glucose level. Customer¿s blood glucose was over 400 mg/dl. Customer's other blood glucose level was over 200 mg/dl and 100 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with carb. Customer stated that they received rewind error. Customer troubleshoot was performed. The insulin pump will be returned for analysis.